Manufacturer narrative:
The event of ipg replacement was reported to abbott. The patient¿s ipg was explanted and replaced due to the patient falling and their charging taking significantly longer after the incident. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information revealed that, following a fall, the ipg would take significantly longer to charge, therefore patient decided to have it replaced.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient was having issues charging their ipg. Surgical intervention was undertaken and the ipg was explanted and replaced.